Event description:
It was reported that the ilet user accidentally entered two lunch meal announcements instead of one and observed a blood glucose of 198 mg/dl. The user was advised to continue monitoring and to treat only if the pump issued a low-glucose alert. Symptoms included hyperglycemia. Outcomes included no reported alarms from the device and no need for medical intervention or hospitalization. Investigation included complaint intake review and user education on appropriate meal announcement use. Investigation of this case revealed user error related to duplicate meal entry without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error.